Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the usb port was having issues with charging the pump. Reportedly, the cable must be "wiggled" in the port in order to begin charging. The customer attempted to use multiple usb cables and multiple wall adapters; however, the issue still persisted. The customer's blood glucose (bg) level was 350 mg/dl with moderate ketones. The customer delivered a correction bolus to address bg level. The contact reported that after the pump would begin charging, pump would charge normally.